Event description:
Nursing home resident was standing from sitting in a wheelchair with the assistance of the ez stand manufactured by ez way, inc. (B)(4). There were two certified nursing assistance helping with the ez stand and resident. As the stand picked up the resident out of the wheelchair, the actuator (hydraulic arm) broke at the bolted point of connection to the lifting arm on the ez stand. The lifting arm of the ez stand immediately went down and dropped the resident with a thud into her wheelchair. The actuator fell toward the resident with the sharp broken end facing the resident. We own three ez stands and upon checking the other two we found each of them were about to break at the connecting point. This connection is not adequate for the type of motion it provides in the mechanical lift and will wear out over time without notice to the operator. Dates of use: (B)(6) 2004 - (B)(6) 2013. Reason for use: assist in standing from sitting position.